Manufacturer narrative:
An investigation of batch records showed that all release criteria were met. Manufacturer conclusion: no product defect found. No further information is expected.

Event description:
"The lens split once inside the pt's eye". No other details were provided. In follow-up with the initial reporter, the lens remain "in situ" and the crack occurred in the haptic not in the visual field. The surgeon did not wish to provide any add'l info.